Event description:
It was reported that a patient had a surgical revision of an inflatable penile prosthesis (ipp) due to fluid loss from the tubing connecting to the pump. The ipp pump was removed and replaced with a new pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device code added.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to a fracture of the pump tubing. The ipp pump was removed and replaced with a new pump. No patient complications reported.